Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the reporter, the patient had ¿fentanyl and morphine in the pump and another one at first and now they want to add dilaudid also¿. The indication for pump use was pancreatitis and non-malignant pain. The patient¿s friend/family member reported that after implant, the patient was fine for the first dose, but they kept ¿booting it up¿. Per the reporter, the patient had a lady refilling the pump who ¿seems to be putting too much in because the patient is having hallucinations¿. The patient also had a very high heart rate/the patient¿s heart raced, and the reporter was worried the patient would have a heart attack. The patient was also falling asleep sitting up or in the car and had pancreatitis for a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient¿s symptoms were not reported to the clinic. The patient was seen on (B)(6) 2022 and no pump changes were made. Per the healthcare provider no issue was reported or identified at the patient¿s last visit. The patient wanted to discuss explant at next visit as he states it is not helpful for his chronic pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.